Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Customer was asked to put the auto brightness and the intensity at zero. Then performed a white balance and the customer reported back that the issue was resolved. The customer informed tac of the event. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image was intermittent, went off and on time to time. The issue was found during the set up for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h2, h4, h6, and h11 based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.